Event description:
It was reported that balloon rupture occurred. A 99% stenosed target lesion was located in a moderately tortuous and moderately calcified radial vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during first inflation at 9 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported. Post procedure, the patient was in good condition.